Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal hernia repair procedure, the balloon was difficult to separate from the trocar. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the dissector balloon, insufflation bulb and inflation syringe and trocar balloon were received. The circular seal for the trocar balloons appeared intact. The obturator, lock collars and seals appeared intact. The lock tabs for the dissector balloon were broken and would not allow to unlock to separate the balloons. A functional evaluation found that the trocar balloon and dissector balloon were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.